Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a routine shift check, the autopulse device displayed a user advisory (ua) 16 (timeout moving to take-up position) message. This was observed when the self-test was being performed. The device was unable to initiate compressions as the brake was stuck. There was no report of any patient involvement, no further details were provided.